Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set was blocked and had a grease-like substance in the tubing. The following information was provided by the initial reporter: 1 set that has a blockage.

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set was blocked and had a grease-like substance in the tubing. The following information was provided by the initial reporter: 1 set that has a blockage.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval? Yes. D9: returned to manufacturer on: 04-apr-2022. H6: investigation summary: a complaint of blockage was received from the customer. One sample was returned for investigation. The set was primed and fluid was able to pass through the set still. A device history record review for model 20027e lot number 21129163 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04dec2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of the defect and an investigation was performed. The root cause for the fluid blockage could not be determined as it was not replicated.